Event description:
Additional information provided. Lot number and no patient involvment.

Manufacturer narrative:
One smiths medical cadd cassette was returned for analysis. The visual inspection detected no discrepancies. Functional testing included leak testing. Leak testing identified leaking from the bottom of the bag. Based on the evidence, the complaint was confirmed. The problem source of the reported event was identified as manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cadd cassette reservoir exhibited leaking. The observation was noted during addition of medication to the cassette. There was no patient involvement.